Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, a spare occluder head had a broken end cover assembly. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.